Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located at the right coronary artery (rca). During a left heart catheter coronary intervention, a guidezilla¿ guide extension catheter was used to help treat the target lesion. Upon removal of the guidezilla¿ guide extension catheter through the tuohy borst system of the guide catheter, it was noted that the shaft of the guidezilla¿ guide extension catheter was broken right at the collar section. The physician removed the broken guidezilla¿ guide extension catheter and used another of the same device to balloon and placed the stent then completed the procedure. No patient complications were reported and the patient's status is fine.